Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of getting into a car accident after visiting a patient. Customer reported that sensor was set at 70 mg/dl to alert when blood glucose was going low; customer stated that pump did not alarm. Customer did not remember driving, but stated that blood glucose was around 30 mg/dl when arriving to the hospital. Customer was released from the hospital when blood glucose reached 200 mg/dl. Healthcare professional recommended that customer discontinued wearing the sensors. Customer declined further troubleshooting since insulin pump was working fine.